Event description:
It was reported that the device showed a high lead impedance at the post-implant follow up. The pocket was opened and the setscrew was retightened. All measurements appeared to be normal.